Manufacturer narrative:
The lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 19.5 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2018. Post-operatively, the patient complained of some halos at night, including dryness and tired eyes when on the computer for a long period of time. The patient has been prescribed retaine mgd for dry eyes. There are no plans to do any further surgeries. The patient''s vision is fine (20/30) and the lens is in perfect position. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.